Manufacturer narrative:
Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event was removed and not returned; therefore, a return sample evaluation is unable to be performed. Gastric ulcer is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, a patient in israel underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unreported date, during a routine peg replacement, a large ulcer inside the stomach was discovered. The doctor did not replace the tube but removed the existing tube until the ulcer heals. The patient was temporarily returned to oral treatment.